Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital for pain in their thigh area. The patient was wearing a pod in that area. For treatment, the patient was given diagnostic tests, but was not able to give results. The patient was discharged after 24 hours.